Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (250 mg/dl). The customer stated they had just began using the pump and their a1c was already high prior to using the pump. A correction bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.